Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. Buckling of the sheath was observed at the proximal end. During our investigation, we could not retract the basket when attempting retraction while in a relaxed, uncoiled, position on the tabletop. The basket would not retract due to encountering resistance and the buckled portion of the catheter compressed further. When the catheter was fully straightened the basket is able to advance and retract with minimal resistance. Some friction was felt as the drive wire passed through the buckled portion of the sheath. A bend was noted in the handle cannula and in the shrink tubing 5.9cm distal to the device handle. The distal basket assembly and catheter were cut for further evaluation of the inner lumen, no abnormalities were observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report of difficulty advancing and/or retracting. The cause of the advancement and retraction difficulty is unknown. A corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. This observation occurred prior to use. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography, ercp, for stone removal, the physician selected a cook memory eight wire basket. It was reported that the user detected that the basket could not be retracted. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.